Event description:
Technical services was contacted with a report of loss of atrial capture. The asymptomatic patient presented for a routine wound check following a new implant on (B)(6) 2015. The atrial capture threshold was measured to be 2.5v at 1.5ms. One week ago the threshold was 0.75v at 1.5ms. P wave sensing was good around 2.9mv and the lead impedance remained stable around 300 ohms. The rep also commented that noise was visible on the atrial channel. The lv lead was also noted to have loss of capture with a high threshold. The threshold was normal prior to the gen change but has increased to 4.0v at 1.5ms. The impedance has been stable around 300 ohms and there was no noise noted on the lv lead. The physician discussed potential replacement of the atrial lead and a new endocardial lv lead with the patient. Additional information was received that this lead was capped and replaced (B)(6) 2015.